Event description:
It was reported that during infusion a large volume infusor overinfused. The reporter did not specify expected time or fill volume. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured on october 5, 2012 to october 6, 2012. The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.